Event description:
It was reported that the patient passed away. It was noted the patient had been in and out of the hospital and under a doctor¿s care for issues other than seizures and vns. It was stated that the cause of death was due to traumatic brain injury, sepsis and recurrent urinary tract infections. The patient¿s neurologist was not informed of the patient¿s passing but stated that they saw the patient a few weeks after their generator replacement where the vns settings were adjusted at that time, and the patient had been doing well and was happy with the outcome. There was no indication from the clinic notes of an infection or other surgical issues due to the recent vns surgery at the patient¿s most recent appointment with their neurologist. The patient's device was not removed at the time of burial. No other relevant information has been received to date.